Event description:
The device was returned for an air compressor issue. Upon return, the unit is exhibiting pump alarm at start and air compressor is not functioning properly. The dynoflow air compressor is failing basic recharge test and will be removed and replaced during repair process. No other internal damage was found.

Event description:
The following has been reported: biomed reported: pump alerts with a pump problem at start up. The ivenix admin dashboard under the maintenance alarms tab, the description of the error is "system failure - insafestate1: (details: state flow system fault flow control status failure)." The s/n is (B)(6), and no one was harmed nor was an infusion interrupted. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.